Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. Complainant returned one used 20g x 1 1/4" viavalve device without sheath and with third party extension set and blister top stock (sku#326610, lot# 6164531) for analysis. Sample was visually evaluated for potential nonconformances and met product specification requirements for the reported complaint. Review of manufacturing logbooks identified no definitive root cause for the reported complaint. Per instructions for use (IFU), section 5.1, the valve is designed to provide blood control for typical peripheral venous pressure. Venous and arterial pressure that exceed this range may result in blood leakage from the valve. After the needle guard is disconnected, the clinician shall apply digital pressure as needed and attach the i.v. Connector securely. See attached images. In-process, product is evaluated for catheter leakage and seal leakage and visually inspected by operators using statistically valid sampling plans at defined intervals. If any nonconformances are found in process, the product is isolated, non-conformed and immediate corrective action is taken. Inspections and tests are conducted by trained operators using statistically valid sampling plans at defined intervals. Sampling plans are based on random sampling selection and are designed to provide a high level of assurance that the true fraction defective is less than or equal to the established aql level for each quality characteristic. Complaint information will continue to be monitored. ICU medical regularly reviews and analyzes post-market data for new information or adverse trends, implementing corrections, taking corrective and preventative actions accordingly. Visual and functional testing was performed. The probable cause of the reported problem unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during insertion of the viavalve IV catheters, there was significant blood leaking from the catheter once the needle was retracted and removed from the catheter. The event occurred while in use with patient at preop champaign surgery center. There was no medical intervention required. There was patient involvement and no patient harm reported.